Event description:
The family member called lifescan on behalf of the pt and alleged the one touch basic enhanced meter was displaying the insert strip icon after blood application. The pt went to the hospital to have their blood glucose checked and no treatment was given. (No reading) the customer care representative performed troubleshooting and the pt was not using the correct technique for blood application. Retest and the issue was not resolved. With a new vial of test strips the issue was resolved. The event is reported as a strip malfunction.